Event description:
Boston scientific received information that this pace/sense lead was found to have migrated about three weeks post-implant. Loss of capture and poor thresholds were observed and finally the migration/dislodgement was verified upon x-ray. The lead was repositioned successfully. The patient was reportedly symptomatic although the details were not communicated. After the revision procedure, the patient was discharged.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.